Manufacturer narrative:
Based on the returned device and the description of the reported event, it is hypothesized that the root cause of the failure mode was insufficient mechanical properties to withstand the applied forces. The fracture appears through the distal tip of the instrument; this is the thinnest portion of the shaft and would be the region to break under stress. The shaft of the instrument is also bent suggesting that it was loaded off axis from the embedded portion. The patient may have possessed dense bone, which could increase the force necessary to insert the instrumentation.

Event description:
It was stated that, "tapped the back of the probe with a cobb and the probe snapped. Picture on the left sidez-ray is the ball point feeler inside the pedicle along with tip of gearshift probe that broke off. Right side x-ray is piece that broke off in patient."